Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/16/2016. Device returned to manufacturer ¿ yes. Device evaluation the intraocular lens (iol) was returned to the manufacturer. The product was received in a tissue. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was report a zct525 13.0 diopter intraocular lens (iol) was explanted from the left eye of a female patient due to a residual refractive error. There was no complications, no patient injury and no addition procedures. The lens was replaced with a zct400 14.0 diopter iol and the patient was indicated as recovered.